Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an apparent inappropriate shock (ias). Technical services (ts) reviewed the episode, which involved ventricular fibrillation (vf) detection, anti-tachycardia pacing (atp) delivery, and shock therapy. The rhythm re-initiated and met the redetection duration, prompting the device to begin charging. Although the rhythm self-terminated, the shock was committed due to a prior divert following quick convert. Ts confirmed this behavior as normal device operation. Redetection duration in the vf zone is not programmable. Ts suggested considering an increase in the vf zone to allow additional programming options for redetection duration and atp delivery. This device remains in service. No additional adverse patient effects were reported.